Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection presented. No additional information is available at the moment. No additional adverse patient effects were reported. Upon review, a non-boston scientific lead was also explanted due to the same infection. No additional adverse patient effects were reported.